Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed replace battery or replace battery now alert after replacing the battery in a timely manner. The customer's blood glucose level was 6.8 mmol/l at the time of the incident. The customer did not receive low battery alert prior to replace battery or replace battery now alert. The customer received the alert for the forth time. The customer was assisted in troubleshooting. The insulin pump will be returned for analysis.